Event description:
It was reported when using the bd vacutainer® serum blood collection tube there was blood pooling in stopper well. The following information was provided by the initial reporter. The customer stated: "after blood collection was completed, it was found the shield had a leakage issue."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for blood pooling/leakage was observed. In addition, an underfill issue was observed. Additionally, ninety (90) retention samples from bd inventory were evaluated by visual examination with no issues being identified. Ten (10) of the retention samples were evaluated by functional draw testing and the issues of leakage and underfill were not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality notifications. This complaint has been confirmed for the indicated failure mode of blood pooling/leakage and underfill based on the provided photos. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® serum blood collection tube there was blood pooling in stopper well. The following information was provided by the initial reporter. The customer stated: "after blood collection was completed, it was found the shield had a leakage issue."